Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted ipg was discarded by the medical facility.